Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the receiving inspection (ri) for fen open alignment device was conducted identifying that lot number: gm3746302 was released in a single batch. Batch1: lot qty of (B)(4) units were released on november 8, 2012 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Investigation flow: visual. Visual inspection: the open alignment device (p/n: 279726401, lot#: gm3746302) was returned and received at us customer quality (cq). Upon visual inspection, no signs of cement was observed on the device. There were scratches observed on the device but have no impact on the device functionality. No other issues were observed on the returned device. Dimensional inspection: no dimensional inspection was performed as it was not relevant to the complaint condition. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Expedium alignment device assembly open. Complaint confirmed? No. Investigation conclusion: the complaint condition was not confirmed for the open alignment device (p/n: 279726401, lot#: gm3746302). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 during the cleaning and sterilisation process it was noticed that the cement cannot be removed fully from both instruments. No was no patient or procedure involved. Concomitant device: mis alignment device (part 279726400, lot gm5243501, quantity 1). This report is for one (1) open alignment device. This is report 1 of 1 for (B)(4).